Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) lead were exhibiting noise on the rv channel. The noise was oversensed which resulted in pacing inhibition and the delivery of five inappropriate shocks. The patient was pacemaker dependent and reported multiple syncopal episodes. A revision procedure took place and the rv lead was surgically abandoned. The pace/sense portion of the chronic rv defibrillation lead was put into service. The device was also explanted and replaced.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.